Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Patient received inappropriate shocks during dialysis treatment. Review of the egms showed noise on the lead. The lead was replaced.

Event description:
It was reported to boston scientific corporation on july 30, 2010 that an extractor rx retrieval balloon (device model, catalog number, and lot number unknown) was used to clear an obstructed wallflex biliary fc stent during a procedure performed on (B)(6) 2010 (the obstruction event is addressed by manufacturer report # 3005099803-2010-03056). According to the complainant, a cholangiogram performed on (B)(6) 2010 revealed the stent was occluded with food and debris. The cholangiogram also revealed mild narrowing at the common hepatic duct (there was debris in the right hepatic duct). On (B)(6) 2010, while attempting to clear the stent with an extractor rx retrieval balloon, the stent "fell out." The stent was removed with grasping forceps, and there were no complications during the stent removal. After clearing the debris from both hepatic ducts, a plastic stent was placed. There was no alleged malfunction of the extractor rx retrieval balloon used in the procedure. On (B)(6) 2010, 7 days post stent removal, the patient had elevated bilirubin levels. An ercp was planned for (B)(6) 2010. The physician assessed the elevated bilirubin levels as possibly related to the wallflex biliary fc stent.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.